Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running all the time was duplicated. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with the press plug and rotor bearings. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own without stopping while testing prior to the start of a surgical procedure. There was no pt involvement or user injury reported.